Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced noise oversensing resulting in pacing inhibition greater than two seconds. Faints and dizziness were reported as a result as well. It was also noted that the related right ventricular (rv) lead of this system exhibited fractured. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.